Event description:
The customer reported a high blood glucose reading of 364 mg/dl. The customer was spilling ketones also. The customer then mentioned that she experienced a low blood glucose reading earlier in the day and she was treated at her doctor's office. Nothing further was reported.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event, as no product has been returned. No conclusion can be drawn at this time. We therefore, consider this report complete to the best of our knowledge.